Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. The device was evaluated and found the separation in the proximal shaft approx 53 cm from the tip of the catheter. A tear was also observed in the exit port which is likely a result of handling during normal use. The shaft separation is likely to occur when the catheter is sharply bent while being passed through a heavily diseased (highly calcified and tortuous) vessel. However, the location of lesion, plaques characterization and tortuousness is unk at this time. The IFU precaution for this device states: avoid any sharp bends, pinching, or crushing of the catheter. Do not kink or sharply bend the catheter at any time. This can cause drive cable failure. An insertion angle greater than 45 degrees is considered excessive. No further action is required.

Event description:
It was reported that during the first insertion, resistance was felt and the ivus catheter was removed from the guide catheter. At this point, the physician noticed that the ivus catheter's shaft was separated. A new ivus catheter was used and the procedure was completed. There was no pt injury and no adverse events reported.